Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this atrial lead was capped due to no capture or sensing. A new lead was implanted. No adverse patient effects were reported. The lead wa actively implanted for approximately 3 years, 6 months.